Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the localizer faulted. The representative replaced the emitter . The system then passed the system checkout and was found to be fully functional. Analysis on the returned emitter resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the emitter was fully functional. Other applicable components are: emitter 9733752 axiem 3 table top. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the localizer faulted. The issue was resolved when the representative opened the tracking details and the emitter began initializing. There was a less than 5-minute delay to the procedure and no impact on patient outcome.